Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients parent that the patient experienced palpitations and chest discomfort. The right atrial (ra) lead exhibited no p-waves. The lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.